Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt implanted with va-lcp plate on (B)(6) 2012 experienced a fall and the plate was broken, date unk. Pt returned to operating room on (B)(6) 2012, hardware was removed. This is 1 of 2 reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The dimensions of the plate were checked as far as measurable and found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw material inspection sheets and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the implant were in compliance with the international standards iso5832-1 and astm f138 for implants made of stainless steel. When examining the distal fracture surface of the plate by scanning electron microscopy, sem, the initial fracture area of the fracture behavior could be identified. The fracture initiation started on the upper side of the plate and runs through the material. Fatigue striations and corrosion were observed in the crack propagation zones and over the whole fracture surfaces. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.